Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, when about to fire across the pulmonary vessel, the 3 staplers were unable to fire, the surgeon was able to press the green button but could not squeeze the handle. A new handle was opened and was used with the same reload to resolve the issue. There was no patient injury.